Manufacturer narrative:
The lot number (lot f151031) used in the patient's procedure of (B)(6) 2016 had expired as of 08/06/2016; therefore a retained sample was unavailable for review. The device was not evaluated because bellafill is a single use device and the syringe was discarded by the injector after use. It is unknown whether use of expired product may have contributed to the reported event. The injector (dr. (B)(6)) was reminded that (B)(6) cannot guarantee the safety or effectiveness of bellafill beyond the labeled expiration date. Suneva encouraged dr. (B)(6) to check her bellafill stock and ensure there is no expired product. Product labeling warns injectors "bellafill® must not be implanted into blood vessels. Implantation of bellafill® into dermal vessels may cause vascular occlusion, infarction, or embolic phenomena." In addition, product labeling indicates "rare but serious adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment; blindness; cerebral ischemia; or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur."

Event description:
Necrosis occurred after vein was punctured during bellafill injection for treatment of acne scars on the cheeks on (B)(6) 2016. On (B)(6) 2016, the doctor (dr. (B)(6)) injected one syringe (0.8cc) in both cheeks to treat acne scars for a total of two syringes. The left cheek was fine, but the right cheek bled during treatment. The injector applied pressure to stop the bleeding. The doctor, at that time, was concerned this was hematoma instead. On (B)(6) 2016 the patient called the doctor complaining of swelling. The doctor called in a prescription of keflex (which was started on (B)(6) 2016). Dr. (B)(6) then noted than area on the right cheek was suspicious for vascular necrosis. The patient exhibited no systemic symptoms that were concerning to the doctor. On (B)(6) 2016, the event was reported to (B)(6). On (B)(6) 2016, the doctor also prescribed nitropaste, aspirin and warm compresses to keep the area vasodialated, and also a medrol dose pack to help with swelling. Also on (B)(6) 2016: the patient was referred to another physician (dr. (B)(6)) who agrees there is some vascular necrosis and recommended light dermabration and rf treatment. As of (B)(6) 2016, dr. (B)(6) revised his opinion and is not sure that the patient will need microdermbrasion. They believe the patient will be fine. (B)(6) 2016: dr. (B)(6) relays that dr. (B)(6) is injecting kenalog to help speed up the healing process. No further updates at this time.